Event description:
It was reported to philips that when device is turned on it cannot be used normally. There was no report of patient involvement.

Manufacturer narrative:
The field service engineer (fse) evaluated the device and confirmed it fails the operational check. The device needs a therapy pca and a high voltage capacitor. Upon conclusion of the evaluation, it was determined that the therapy pca and a high voltage capacitor require replacement. We are unable to determine the root cause of the event as multiple parts were required for replacement. The customer has refused repair of the device. The device remains at the customer site.

Event description:
It was reported to philips that when device is turned on it cannot be used normally the device fails the operational check. There was no patient involvement.